Event description:
It was reported that the patients ipg had to be charged for longer period of time and would not connect to the clinician programmer. It was also reported that the patient experienced overheating, headaches and nausea when charging. The patient underwent a ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as due to facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately a month ago.